Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that only partial geometry movement was possible. Review of the system log file showed that there was a malfunction of geo-pc. Fse identified that geo-pc lost the communication when starting. Fse replaced the geo-pc and software was loaded. After replacement of the geo-pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evalution method code was corrected.

Event description:
It has been reported that only partial geometry movement was possible. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.